Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. For devices without 510(k) numbers:PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. (B)(4). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for x90071 with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set had issues with blunt needles and tube pushoff.

Manufacturer narrative:
Updated awareness date: 05/08/2017.